Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6). Block h6: the patient code e2401capture the reportable event of patient experienced an unspecified injury. The impact code f12 capture the reportable event of patient had filed a legal claim for an unspecified personal injury.

Event description:
It was reported that the patient who was implanted with this lynx system experienced an unspecified injury. Additional details regarding this event were not provided.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted to treat stress urinary incontinence. The procedure was completed without complications, and the patient was discharged in stable condition. Following the procedure, the patient reported a popping sensation weeks later, followed by the ability to feel the mesh. She was lost to follow-up and later presented with pain and discomfort due to eroded mesh confirmed on examination. On (B)(6) 2023, she underwent excision of vaginal mesh under general anesthesia. After IV antibiotics and informed consent, the patient was positioned in dorsal lithotomy, prepped, and draped. A foley catheter and vaginal speculum were placed, and the anterior vaginal wall was infiltrated with lidocaine and epinephrine. An inverted u incision was made at the urethral level, and the vaginal epithelium was dissected off the peri-urethral fascia down to the bladder neck. The embedded mesh was excised laterally, and no additional mesh was visible or palpable. The anterior vaginal wall flap was mobilized and closed with 2-0 vicryl in a running locking fashion, achieving good hemostasis. Estimated blood loss was 10 ml. No complications occurred. The patient was awakened, foley removed and transferred to recovery in stable condition. Follow-up was scheduled for four weeks. Following a partial transvaginal mesh excision in (B)(6) 2023, the patient continued to experience symptoms including persistent vaginal discharge, pain reproducible upon palpation of the exposed mesh, and concern for dyspareunia in the context of future sexual activity. The exposed mesh area was refractory to vaginal estrogen therapy, although the size of the exposure decreased. Stress urinary incontinence persisted post-implant and did not worsen after the initial mesh excision. On (B)(6) 2024, the patient underwent transvaginal removal of the remaining mesh due to these ongoing symptoms. Intraoperative findings revealed a 1x3 mm area of mesh exposure on the right anterior fornix near the inferior pubic ramus. Approximately 1 cm of mesh was excised and sent for permanent specimen. Cystoscopy confirmed no bladder or urethral injuries and no residual mesh. The procedure was completed without complications, and a bulkamid injection was administered to address stress urinary incontinence. The patient was discharged the same day.

Manufacturer narrative:
Block h2: additional information. Blocks b5 (describe event or problem) and h6 (patient and impact codes) have been updated based on the additional information received on october 16, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 4, 2018, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). The explanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh exposure and erosion. E1401 - captures the reportable event of vaginal discharge. E2330 - captures the reportable event of pain. E1405 - captures the reportable event of dyspareunia. E2311 - captures the reportable event of popping sensation. The imdrf impact code capture the reportable event of: f1905 - captures the reportable event of mesh excision. F2301 - captures the reported event of patient had to undergo a bulkamid injection. F2303 - captures the reported event of IV antibiotic administration.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted to treat stress urinary incontinence. The procedure was completed without complications, and the patient was discharged in stable condition. Following a partial transvaginal mesh excision in (B)(6) 2023, the patient continued to experience symptoms including persistent vaginal discharge, pain reproducible upon palpation of the exposed mesh, and concern for dyspareunia in the context of future sexual activity. The exposed mesh area was refractory to vaginal estrogen therapy, although the size of the exposure decreased. Stress urinary incontinence persisted post-implant and did not worsen after the initial mesh excision. On (B)(6) 2024, the patient underwent transvaginal removal of the remaining mesh due to these ongoing symptoms. Intraoperative findings revealed a 1x3 mm area of mesh exposure on the right anterior fornix near the inferior pubic ramus. Approximately 1 cm of mesh was excised and sent for permanent specimen. Cystoscopy confirmed no bladder or urethral injuries and no residual mesh. The procedure was completed without complications, and a bulkamid injection was administered to address stress urinary incontinence. The patient was discharged the same day.

Manufacturer narrative:
H2: additional information: a2 (date of birth), a3b (gender), b2 (outcomes attrib to adv event), b5 (event summary), b7 (other relevant history), e1 (initial reporter), and h6 (patient codes and impact codes) based on the additional information received. B3 date of event: the exact event onset date is unknown. The provided event date of december 4, 2018, was chosen as a best estimate based on the date of the mesh was implanted. E1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting physician is: (B)(6). H6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh exposure. E1401 - captures the reportable event of vaginal discharge. E2330 - captures the reportable event of pain. E1405 - captures the reportable event of dyspareunia. The imdrf impact code capture the reportable event of: f1905 - captures the reportable event of mesh excision. F2301 - captures the reported event of patient had to undergo a bulkamid injection.